Event description:
Received info that the infusion set became unscrewed and disconnected from the luer lock. Customer's blood glucose level was elevated (330 mg/dl).

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.